Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced.